Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins turned off by itself. The caller reported changing the programmer batteries the day of the call and checked the ins and there was no lightning bolt. The caller stated they were in the hospital all last week and had a CT scan for issues that were unrelated to the ins. The caller connected to the ins and the programmer showed the stimulation was on. The caller increased stimulation from 3.5 to 3.8 and confirmed the stimulation was comfortable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ins turning itself off was resolved after it was turned back on. No further patient complications are anticipated or expected as a result of this event.